Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-feb-2023 h6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline and a bd secondary set primed with blue dye water was attached to the primary set that was returned. An infusion was performed at 125 ml/hr for 1 hour. No back flow was observed. The customer complaint that there was back flow was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0007 lot number 22069423 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set started pulling from the secondary bag. The following information was provided by the initial reporter: primary tubing, which was hanging lower than secondary chemo and loaded in the pump started pulling from the carfilzomib (chemo bag).

Event description:
It was reported that the bd alaris pump module smartsite infusion set started pulling from the secondary bag. The following information was provided by the initial reporter: primary tubing, which was hanging lower than secondary chemo and loaded in the pump started pulling from the carfilzomib (chemo bag).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.